Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a cal error alert, a change sensor alarm, and a lost sensor alarm. The customer's reading was 50 mg/dl. The customer treated with food. The customer did not find any problems during troubleshooting. The customer was advised to monitor the device and to call back if problems persisted. Nothing was replaced or returned for analysis.